Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error alarm during testing however, the formatted history file confirmed software error (line number 1421 file number 31122) due to a software error. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error (line number 5632 file number 2005) and the motor arm cannot communicate with the main arm alarms due to a software error. No pump error alarms noted during testing. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hal software error detected alarm. The customer¿s blood glucose was 9.8 mmol/liter at the time of incident. The customer state that insulin pump had multiple pump error and customer was able to clear the alarm. The insulin pump will be returned for analysis.